Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two images of 31gx8mm syringe. The customer reported that the nurses stuck herself trying to recap the needle. The photos were examined, and it was observed that the cannula is sticking out of the shield. A review of the device history record was completed for batch#: 2220420. All inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photos received. No root cause can be determined at this time.

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle pierced through the shield, causing a dirty needle stick when the nurse tried to recap it. The following information was provided by the initial reporter: "we had an issue with one of your insulin needle products ref#: 328440. One of our nurses stuck herself trying to recap the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle pierced through the shield, causing a dirty needle stick when the nurse tried to recap it. The following information was provided by the initial reporter: "we had an issue with one of your insulin needle products ref#328440. One of our nurses stuck herself trying to recap the needle."